Manufacturer narrative:
The customer's report of leaking from a cracked maxplus female luer was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack along the thread of female luer. No other issue was observed. Functional testing confirmed leaking. The root cause of the crack was not determined.

Event description:
The reported feedback suggests that the connector top cracking were found.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the connector top was cracked. Report suggests not in use on a patient.